Event description:
It was reported that the weighted end of the feeding tube bent back, causing difficulty during placement. Customer reports that there exists the potential for the stylet to perforate the wall of the tube. Customer also reports that the depth markings rub off easily.